Event description:
The hcp reported that the pump was explanted after 68 months of service life. The patient had been experiencing a general deterioration in condition over the last serveral weeks including increased spasticity and convulsions. At the time it was thought that their underlying ms was the reason. On their scheduled pump refill day (2005) it was noted that 19 ml was left in the pump; this did not tally with the expected reservoir volume. Attempts to flush the catheter using the catheter access kit proved unsuccessful. At the next available treatment date 5 days later, the patient had their implant explored by dr. After disconnection from the pump, the catheter was found to be patent and cerebrospinal spinal fluid was easily aspirated. A pump malfunction was suspected therefore it was explanted and replaced with a synchromed ii. The device has been returned to the manufacturer for analysis.